Event description:
Information provided states that the tibial lengthener was implanted in the left femur. The iskd lengthener stopped distracting after 1.5 cm of lengthening. The lengthener was removed and replaced with another lengthener.